Manufacturer narrative:
Additional information was received indicating that the malfunction was not alleged on this device. Additionally, the manufacturer evaluated the device and confirmed that there was no malfunction.

Event description:
It was reported that during set up prior to a procedure at the user facility the core micro drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during set up prior to a procedure at the user facility, the core micro drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.